Event description:
Additional information was received from the patient. They reported that their wires had come unplugged but they were assisted by tamela, and the wires were reconnected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency, urge incontinence. It was reported that the patient said "I'm on pain pills, I'm not with it, I'm sorry." Patient said she was told yesterday not to think that much about tracking her symptoms for a couple of days "because I have had so much fluids and things weren't really working right and stuff like that." The patient wanted to provide her symptom data from memory. Patient said she wears 2 of the biggest, "giantest" pads you could ever imagine at one time. The patient said she was instructed by her doctor that she can increase stimulation, but she does not know how to. Support link assisted the patient with increasing stimulation from 1.4 to 1.5 where the patient said stimulation is "not hurting, I just felt it flutter but now I'm not feeling it at all." Patient said she will be meeting with you about the device. Patient said it had lost communication and evidently one of the wires was not connected. Support link did advise to contact her clinician. Device is not working right now. A wire has come loose.